Event description:
Ous MDR - after an implantation time of about 6 months, oversensing and inappropriate shock deliveries were reported. The device was explanted. An implant date was not provided.

Manufacturer narrative:
Ous MDR.